Manufacturer narrative:
(B)(4) . The product referred to in the event description is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. The complaint rt100 device is currently en route to fisher & paykel healthcare (B)(4) for inspection. We will provide a follow-up report upon receipt of the complaint device and completion of our investigation.

Event description:
A healthcare facility reported via a fisher & paykel healthcare representative that an rt100 adult breathing circuit was leaking. There was no patient involvement.

Manufacturer narrative:
(B)(4). The product referred to in the event description is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Method: the complaint rt100 breathing circuit was returned to fph in (B)(6) for investigation, where it was visually inspected and pressure tested to check for any leaks. Results: the visual inspection did not reveal any damage to the circuit. In addition, the pressure test revealed that the breathing circuit was within specification and was not leaking. Conclusion: the water trap of the breathing circuit consists of two parts, a lid and a bowl, which can be disconnected during use for draining water. All circuits are pressure tested for leaks during production and those that fail are rejected. This suggests any leak must have developed post production during transport, storage or use, possibly by distortion of the water trap when the bowl was connected. The user instructions that accompany the rt100 adult breathing circuit state the following: "check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms."

Event description:
A healthcare facility reported via a fisher & paykel healthcare representative that an rt100 adult breathing circuit was leaking. There was no patient involvement.